Manufacturer narrative:
The device will not be returned for evaluation. If additional information becomes available, a supplemental MDR will be submitted accordingly.

Event description:
Jts distal femur (stryker/stanmore pin 21907) was implanted on (B)(6) 2019. On (B)(6) 2023, it was reported that the implant was unable to lengthen. Troubleshooting information for the drive unit was provided. No revision surgery was scheduled.